Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and functionally tested. No defects were observed. Both irrigation and aspiration luers were intact. The sample primed and tuned with a handpiece successfully. The sample could be recognized and the service data could be retrieved from the console. The sample passed functionality testing. Aspiration and irrigation were tested at appropriate settings and passed testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration stopped working during ultrasound. The product was replaced and the procedure was completed. There's no patient harm.